Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seal removed, physical condition found device has a sticky latch lock and lifting downstream sensor seal. Event history log found "cannot start pump" multiple times. The reported issue was duplicate during functional testing device could not recognize cassette when running the device. The cause of the reported issue is the inoperable latch lock flex. Replaced latch lock flex to correct the reported issue. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It is reported the pump did not recognize the attached cassette. No adverse patient effects were reported by the customer.